Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic bronchoscopy procedure, the bronchovideoscope had a broken camera. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: chipped c-cover a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken camera was due to the device having no image with error b30. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue due to electrical or electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. The chipped c-cover was due to stress. Olympus will continue to monitor field performance for this device.